Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not showing up and there was no medication profile for the nurses. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the patient was not showing up on 1 station. A technical support specialist (tss) dialed into the server and ran a patient cast query for the affected patient. Tss found that the patient went to leave on absence (loa) status and received xml code 'transfer'. Tss reached out to interface engineer (ie) for advice on care fusion coordination engine (cce) messages ie advised that once a patient goes to loa status, the hospital interface needs to send an a22 message to readmit the patient from loa. Tss sent a guide to the customer via email and advised to contact their hospital interface team to send the correct hl7 message. The system functioned as intended after the technical support specialist troubleshot the device.